Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited a steady increase in impedance since (B)(6) 2016. The rv lead also exhibited increasing thresholds. The lead issues resulted in a polarity switch. The lead remains in use, although future plans of reprogramming or replacing the lead were discussed if trends continue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.